Manufacturer narrative:
Return requested. Replacement thoracic probe shipped to site 05/04/2016. Medtronic investigation of returned suspect thoracic probe finds that, as reported, the tip of the probe is visibly bent. When inserted into a known good navlock tracker, the probe returned a high divot error of 3.9 millimeters not allowing verification. The divot error would need to be below 2.0 mm to verify. Physical damage - bent instrument tip. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, a site's thoracic probe was damaged. The surgeon noted being inaccurate laterally, inspected the instrument and found that the tip was visibly bent. The damaged thoracic probe was replaced with the lumbar probe and the surgeon was again accurate. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.